Event description:
A malfunction alarm was reported with a code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer understood.